Manufacturer narrative:
H3, h6: the device intended for use in treatment was returned for evaluation. A relationship between the reported event and device could be established. A visual inspection was performed and showed no damage to the device. Functional inspection was performed and showed the error code was confirmed. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. A complaint review indicated other failures reported. Root cause is determined to be an electrical component failure. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for adverse trends related to this product.

Event description:
It was reported that an error code was displayed when the customer tried to run the versajet. The hand piece was removed and used a with the back up console without incident. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.